Manufacturer narrative:
(B)(4) medical product: persona cructiate retaining femoral, catalog #: 42502806201, lot #: 62347272, persona fixed bearing tibial component, catalog #: 42530007101, lot #: 62423338. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address stiffness and an overstuffed joint. Intraopertatively, synovitis and excessive amounts of scar tissue were found. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of the provided xrays and op notes. Review of the manipulation operative notes indicates that synovitis and scar tissue anterior to the knee and patellofemoral joint full of scar was observed. Xrays correlate with ptaìn film findings suggest inflammation or infection. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a manipulation procedure approximately three months post-implantation due to stiffness and limited range of motion. During the procedure, an arthroscopic debridement to debride scar tissue was also performed. It was further reported the patient underwent a second manipulation procedure approximately twenty-one days later due to stiffness. Finally, it was reported that the patient underwent a revision procedure approximately five months later due to stiffness, an overstuffed patellofemoral joint, and slight medial lateral/varus valgus laxity. Intraoperatively, synovitis and excessive amounts of scar tissue were found. The polyethylene articular surface was removed and replaced. No additional patient consequences were reported.